Event description:
Dealer states customer reported that charger not charging through joystick. Dealer tested and sates it is charging but the joystick is not registering the charge. The batteries tested fine as well as charger. Original joystick recall order (B)(4), returned joystick.